Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a lump was found on the bd insyte¿ autoguard¿ shielded IV catheter before the puncture. The following information was provided by the initial reporter, translated from (B)(6): "when puncture was to be performed, a lump was evidenced in vialon of insyte 24 that one tried to remove with the tip of the guide but it was not possible, there was still evidence of bulging, a new insyte was requested for the procedure."